Event description:
It was reported that the intravenous (IV) drip rate was inaccurate. The pump was programmed to run a new bag of lactated ringers at a rate of 125ml/hr at 7:30 a.m. At 3:30 p.m. The bag was supposed to be empty but there was 300-400ml left in the bag and went to keep vein open (kvo). The second channel was running pitocin. It was also noted that the volume did not infuse correctly on the previous shift. The event occurred in the labor and delivery unit. There was no patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Admitting diagnosis: labor.

Event description:
It was reported that the intravenous (IV) drip rate was inaccurate. The pump was programmed to run a new bag of lactated ringers at a rate of 125ml/hr at 7:30 a.m. At 3:30 p.m. The bag was supposed to be empty but there was 300-400ml left in the bag and went to keep vein open (kvo). The second channel was running pitocin. It was also noted that the volume did not infuse correctly on the previous shift. The event occurred in the labor and delivery unit. There was no patient harm.

Event description:
It was reported that the intravenous (IV) drip rate was inaccurate. The pump was programmed to run a new bag of lactated ringers at a rate of 125ml/hr at 7:30 a.m. At 3:30 p.m. The bag was supposed to be empty but there was 300-400ml left in the bag and went to keep vein open (kvo). The second channel was running pitocin. It was also noted that the volume did not infuse correctly on the previous shift. The event occurred in the labor and delivery unit. There was no patient harm.

Manufacturer narrative:
The reported issue of under infusion could not be confirmed as no product nor device logs were returned for investigation. Device history record: a review of the device history record showed the device had a manufacture date of 14jan2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.